Event description:
The customer reported that the rate is increasing during ventilation. Although requested, it is unknown if the device was in clinical use at the time of the event reported. There was no patient or user harm reported. The customer has an esprit and when the rate was set to 12, they are reading 26. The customer identified the I trigger was set to 0.5 pressure, which could have triggered the auto cycling. When they increased the I trigger, the rate stayed at 12. A therapist confirmed this reasoning and understands the I trigger to be about the pt leak. The customer ran both short self-test and extended self-test and the unit passed successfully. The unit was returned to service and is operating fine.